Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check electrode belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation, the electrode belt failed a pulse test. The cause for the pulse test and check electrode belt messages was isolated to a broken white pulse wire in the trunk cable. The root cause for the broken wire could not be positively identified but was likely excessive force. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.